Event description:
It was reported, that the cartridge was leaking from the septum. Customer's blood glucose was 192 mg/dl. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .